Event description:
Nurse placed IV catheter in patient. When she attempted to retract needle the button would not depress, and this created a unsafe situation. The needle was exposed until she was able to secure IV. The exposed full length needle was placed needle in sharps container.